Event description:
It was reported that during a revision procedure white plastic piece broke. No delay. No backup device available. No impact or injury to patient reported. No further information available yet. Revision surgery has not been confirmed yet.

Manufacturer narrative:
A visual inspection was conducted and confirms the slotted mallet is missing the plastic head that goes on one end of the mallet. The plastic piece was discard by the facility. The device exhibits signs of significant wear/ usage. The device was manufactured in 2015. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. We will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.